Event description:
Initial notification (3/22/1999). Additional info (3/24/1999). A 31-year-old female who experienced heart failure and graft failure following heart transplant surgery on 3/12/1999, died. Her history was significant for pulmonary hypertension. Viaspan was used for organ preservation. The viaspan was not filtered and viaspan was not flushed from the donor organ prior to transplantation. The viaspan available to the transplantation unit were from lot numbers d8 f16, d8 f25, d8 i22. The reporter thought that there was a possible relationship between heart and graft failure and viaspan. The dupont pharmaceuticals co is both the MFR and distributor for viaspan.